Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The patient had a pre-existing non-medtronic surgical valve (21mm mitroflow). The first attempt for the delivery catheter system (dcs) to cross the surgical valve was unsuccessful. The device was removed and the guidewire was repositioned. The second attempt at crossing was successful, however the first two deployment attempts were deep. On third deployment attempt, the valve dislodged while still attached to the dcs. Subsequent attempts to cross the prosthetic surgical valve were unsuccessful. The valve and dcs were removed from the body and replaced with new devices. The new valve and dcs were successfully used for implant. A procedural delay of approximately 30 minutes occurred. No adverse patient effects were reported.